Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 43 mg/dl. Customer reports they did receive a calibration not accepted alert. Customer did not provide any symptoms and treatment related to low blood glucose. The insulin pump will not be returned for analysis. It was not stated if the auto mode feature was in use.